Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. During use with the whisper guide wire, the physician noticed that the tip was no longer controllable. During removal, the tip separated inside the guiding catheter. A balloon catheter was used to press the tip to the wall of the guiding catheter, and the catheter was removed with the separated tip. There was no resistance noted during advancement or removal. A new whisper guide wire was used to complete the procedure successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The device operating differently could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.